Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, altitude errors, prompts customer to reset pump and it stops working on occasion. Customer declined troubleshooting at the time with tandem technical support and no further information was obtained. The customer reverted to alternate method of insulin therapy.